Event description:
The customer's family member alleged that the customer could not test on the customer's one touch ultra meter for "about a week" due to no power, even after changing the batteries. In 2001, the customer was experiencing symptoms of anxiety, weakness, hunger and sleepiness. The customer took the customer's usual dosage of 10 mg glucotrol that morning. Customer was taken to the doctor where the customer's blood glucose was meassured at 271 mg/dl (unknown method) and was treated with an additional 10 mg glucotrol. The meter was replaced.